Event description:
It was reported that it was not possible to advance the fox sv balloon catheter over a non-abbott guide wire as a lot of friction and resistance was felt. The fox sv was removed with resistance and another unknown device was used to complete the procedure. There was no adverse patient effect or significant clinical delay in the procedure due to the device issue. The patient was doing well. No additional information was provided.

Manufacturer narrative:
(B)(4). The device has been received for investigation. The investigation has not yet been completed. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported resistance was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned devices, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances for this lot. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.